Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On january 17, 2020, it was reported that the mesh was incomplete. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on january 31, 2020 revealed that the calibration was out of specifications but produced a passing sample mesh. The roller gear had visible wear. The 1.5:1 ratio cutter, serial number (B)(6) , and 2:1 ratio cutter, serial number (B)(6) both produced an incomplete sample mesh and were deemed non-repairable even after changing the collars and gears. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 31, 2020 which included replacement of the roller gear. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected. Based on the information provided, the root cause of the reported event was due to the use of damaged cutters. The zimmer skin graft mesher instruction manual notes a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the mesh was incomplete on previously recovered cadaver skin. There is no harm or delay of a surgical procedure. No adverse events were reported as a result of this malfunction.